Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient¿s pulse generator exhibited premature depletion. Additionally, the patient¿s right atrial lead exhibited low, out-of-range impedance. On (B)(6), the pacemaker was removed and replaced and the atrial lead was reprogrammed. A new atrial lead was unable to be placed due to inaccessibility. The lead would continue to be monitored. The patient was stable before, during and after the procedure.